Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The cardiac resynchronization therapy pacemaker (crt-p) was removed and the leads were partially removed. A leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.